Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
It was reported during a scs trial on (B)(6) 2022 some fluid was noted. The patient experienced a csf leak. As such, the physician decided not to implant the second lead. Reportedly, post op patient experienced leg pain on the left leg. The trial lead was removed post op. The led pain subsided before the patient left, but the patient reported a headache. No additional information available. Investigation was unable to determine which lead attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that csf leak was unconfirmed, but MRI revealed arachnoiditis. Physician feels it was already present prior to procedure.